Event description:
It was reported that the patient presented with a history of back and radicular symptoms, failing exhaustive conservative measures. The patient was diagnosed with l5-s1 spondylolisthesis and stenosis. The patient underwent l4-l5 laminectomies with l5-s1 bilateral osteotomies and discectomies with interbody fusions. An unknown time post-op, the patient developed an infection. No additional information has been provided.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found blood present in the device. The plunger with posterior needle tip, link, cuffs, suture with posterior needle tip were not returned. The returned body of the device, lever, foot, guide and sheath were undamaged with no abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and the results were acceptable. Based on the investigation findings the cuff miss experience could not be confirmed. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found blood present in the device. The plunger with posterior needle tip, link, cuffs, suture with posterior needle tip were not returned. The returned body of the device, lever, foot, guide and sheath were undamaged with no abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and the results were acceptable. Based on the investigation findings the cuff miss experience could not be confirmed. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).